Event description:
A pump issued an alarm 20 while the customer was using it, though there was no adverse impact to the customer's blood glucose level. During the incident, the customer attempted to load a new cartridge but was unsuccessful due to the recurring alarm. Technical support assisted the customer and decided to replace the pump. The customer was informed about the pump replacement and instructed to use multiple daily injections (mdi) as a backup therapy to avoid interruptions in insulin delivery. Additionally, instructions were provided for transporting the replaced pump and returning the faulty one within ten days using a pre-paid label and return box.